Event description:
It was reported by science report that the side rail panels were cracked and it was sharp enough to cause an injury and allow fluid to ingress. No pt involvement or adverse consequences are reported.